Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported when the is-1 pin was inserted into the connector block of the patient cable, the lead pin and ring were not making consistent contact and capture was intermittent. Another cable was attempted; the same issue was noted. The physician connected a pacemaker to the end of the lead in order to maintain pacing stability. The cables were discarded. No patient complications have been reported as a result of this event.